Event description:
Hill-rom received a report from a hill-rom technician stating the right side head section caster was broken (brakes were not holding). The bed was located in a hill-rom service center and not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found during a between pt inspection of the bed that the right side head brake caster was able to be set, but was not able to hold due to the worn brake pad. The technician replaced the right side head brake caster to resolve the issue. Based on this information, no further action is required.